Event description:
The customer noticed a drift in their hba1c calibrations. When the customer would initially calibrate, the controls were fine and pt's results were as expected based upon what the pts typically run. Results would begin to drift or shift up high approx two weeks into the calibration, particularly on the pts that typically run around 8 or 9%. Number of pts impacted was not provided. No specific pt data was provided that was determined to be discrepant. The customer provided results from a calibration verification study demonstrated the issue. A sample from the calibration verification study gave a result of 14.0%, when peer recovery for this sample is 11.3%. No pts were adversely affected. Investigation is ongoing. If add'l info is received, appropriate notification will be provided.